Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had the pump plugged into charge when a malfunction alarm occurred. The customer's blood glucose level was 181 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Due to additional issues identified during device investigation, the root cause of the additional/reported issue could not be verified.